Event description:
It was reported that during an open breast surgery, a 1st degree burn and a very small puncture wound occurred on the hand of the surgeon caused by electric shock. The burn site was treated with medical ointment. Another ft10 unit was used to complete the procedure. The patient was safe without any burn.

Manufacturer narrative:
D10. Concomitant products: ft3000db, ft3000db force triverse device 4.5mcord (lot#: 242110264r). H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The analysis/evaluation found the generator to function normally and within specifications. The reported issue could not be duplicated. The analysis/evaluation of the returned equipment did not identify anything that would have caused or contributed to the reported event of a 1st degree burn and a very small puncture wound occurred on the hand of the surgeon. It was reported that a 1st degree burn and a very small puncture wound occurred on the hand of the surgeon caused by electric shock. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.